Manufacturer narrative:
There is no information provided regarding the return of the actual complaint product to the manufacturer . Upon completion of the investigation of the reported lot #, a follow-up report will be filed. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented (B)(4). Device not returned by customer.

Event description:
A review of the maude database identified the following event. "The pt had a peg tube placed on (B)(6) 2014, the pt's peg tube was noted to have been dislodged following bursting of the balloon that held it in place. It is unclear what lead the balloon to burst. Attempt to replace peg tube through same tract were unsuccessful and pt required operating room procedure to replaced peg tube." No additional information was provided in regards to the patient's status and the outcome of the procedure.